Event description:
It was reported during the surgical procedure when the surgeon used the knife to make the incision, the blade turned over resulting in damaging the corneal endothelium. The surgeon removed the knife and replaced with a new one. No additional injuries reported.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components was performed and no quality issues were identified. The blades were verified to be in the handles, passed alignment inspection, and passed the pull test. The blade/knife were not returned from the end user for review. Magnified photos of the device have not been received for review. Complaints will continue to be monitored. Appropriate materials were selected to meet the design requirements.